Event description:
It was reported that balloon rupture occurred. The target lesion was located in a lower extremity vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for post-dilation. However, on initial inflation at less working pressure for few seconds, the balloon ruptured. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR.: a gladiator 12 x 40, 14atm, 75cm, 75cm was returned for ansalysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per gladiator elite specification.the returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 17mm proximally of the distal marker band. The inflation device was verified at 14 atmospheres before and after use with a calibrated pressure gauge. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a lower extremity vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for post-dilation. However, on initial inflation at less working pressure for few seconds, the balloon ruptured. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.